Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 2 devices were received. 3 devices were not available for evaluation. Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
This report summarizes 5 malfunction events in which the device was reportedly difficult to open or close. 5 events had patient involvement; no patient impact.